Event description:
On 2/76 modified rptr had a modified radical mastectomy right breast for cancer. 9/4/79 subcutaneous mastectomy left breast diagnosed as potential cancer. 7/10/80 left and right breast implants. 5/27/81 capsular contraction left breast removal and replacement same implant. (See 1003498) rptr had additional scar tissue and blood pockets that had to be removed from the breast implants.